Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. There was no pacing inhibition as a result. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.